Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am having them removed this summer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight loss poor ("not been able to lose weight"). The patient was treated with surgery (to remove essure). Essure was removed in 2018. At the time of the report, the medical device removal and weight loss poor outcome was unknown. The reporter considered medical device removal and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: not been able to lose weight. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.